Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed the helium was leaking. The stm replaced the pneumatic module assembly and the helium reservoir assembly which resolved the reported issue. Subsequently, the stm fully calibrated the iabp unit and tested thoroughly and noted the leak had been resolved. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced constant rapid gas loss. There was no patient harm and no adverse event was reported.